Event description:
Note: this report pertains to the first of two speedband superview super 7 used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic variceal ligation procedure performed on (B)(6) 2024. Prior to the procedure, the physician tested the device outside the patient, and it was noticed that the ligator would suction the glove and the bands would deploy. During the procedure, when she deployed the bands, it did not remain attached to the varix. She attempted again; however, the same thing happened. She tried the third time, but the handle was stuck and could not turn. A second speedband superview super 7 was used and when it was opened, it was noticed that the bands overlapped. She manually removed the three to four bands that were on top of each other. She then continued the procedure using the remaining three bands and was able to ligate three varices. The procedure was completed with the second speedband superview super 7. It was reported that the second speedband superview super 7 was not tested outside the patient. Additionally, it was noted that no difficulty was experienced upon setting up the devices. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a22 captures the reportable event of bands fell off the varix. Imdrf device code a0401 captures the reportable event of handle won't turn.